Manufacturer narrative:
Of the reported two malfunctions, lot numbers were provided for both the malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for both the malfunctions, additionally image was provided for one malfunction. Therefore, the investigation is confirmed for the reported filter migration and perforation for both the malfunctions. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
A review of the reported information indicates that model rf310f vena cava filter allegedly experienced filter migration and perforation. These information's were received from a various sources. Both the malfunctions involved patient with no patient consequences. A (B)(6) years old male patient weighs (B)(6) and a (B)(6) years old female patients weight was not provided.